Event description:
It was reported that six months ago the pt fell out of her baby cradle. Before the accident, the pt responded to sound, but now she no longer answers to her name. The pt complains of headaches.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.